Event description:
The customer received a questionable antibody to (B)(6) result for one patient sample. The initial result was (B)(6) and was reported outside the laboratory. The sample was repeated on (B)(6) 2014 and the result was (B)(6). The patient was not adversely affected. The (B)(4) reagent lot number was 178195. The expiration date was requested, but was not provided.

Manufacturer narrative:
Samples from the patient was submitted for investigation and tested by multiple methods. All results were found to be positive/reactive. Therefore the positive result was considered to be the true result for the sample. The reagent performed within specification.

Manufacturer narrative:
This event occurred in (B)(6).